Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced long standing refractive surprise with blurred vision. Lens remains implanted with management options being considered.